Event description:
Employee developed dry cracked, red, irritated hands after wearing the glove. Employee saw a dermatologist (date not known) and was given a prescription (specific medication not known) which gave the employee relief. Attempts to learn employee's glove size, age, gender, job, title, height & weight were unsuccessful.